Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found no issues. A functional evaluation found a blade stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A clinical/medical investigation could not rule out the possibility of MRI restrictions, pain, and micro-motion/migration of the possible retained shedding from the blade. The complaint was confirmed and the root cause was determined to be corrosion of the motor and gearbox assembly.

Event description:
It was reported that during a shoulder scope the motor drive unit hand controller was making a weird noise. The procedure was successfully completed without delay using a competitor device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.